Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: information is unavailable; device was not returned for evaluation. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not-reportable.

Event description:
It was reported that during a right hemicolectomy procedure, cancerous section of transverse colon was removed using clamps and scissors. Side-to-side anastomosis was created using cross-staple / trouser and belt technique. The first firing down 'legs' successful. Second firing was successful across first half, before jamming on the first staple line, halfway across. Stapling could not be completed. Device was able to be reversed and removed from the patient and remainder of anastomosis was hand sewn. Delay of twenty minutes. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: did the device fully cut and partially staple? No. Knife blade jammed on central staple line but staples continued to successfully staple 2-3 staples past the end of the cut. Did the device start to deploy staples and cut but could not be completed (partial fire)? Yes. Please see above.